Manufacturer narrative:
The customer has had 5 additional cases relating to ise issues. During a following field engineering specialist (fes) service visit on (B)(6) 2017 on the same analyzer, the fes changed multiple solenoid valves along with performing multiple other preventive service activities and checks. He also replaced an outdated reference electrode. He performed acceptable precision and ise check testing. The customer performed acceptable calibration and control testing. During a fse visit on (B)(6) 2017 for internal reference errors, a fes replaced the pinch valve. There have been greater than 3 cases (from different customers) related to discrepant ise results caused by sipper nozzle leaks.

Manufacturer narrative:
The sodium electrode reagent lot was y61 with an expiration date of 25-feb-2018. The chloride electrode reagent lot was r50 with an expiration date of 31-aug-2018. The potassium electrode reagent lot was i78 with an expiration date of 26-jun-2018.

Manufacturer narrative:
(B)(4)

Event description:
The customer complained that for a two week period dating back to (B)(6) 2017 they have been having issues with their ion selective electrodes (ise) results generated from a cobas 6000 c (501) module. They have been having sporadic instrument alarms and along with questionable results. The customer provided the data for one patient tested for ise indirect na, k, cl for gen.2 on (B)(6) 2017 on a c501. They compared the results against a radiometer abl90 bloodgas analyzer (abl90) on (B)(6) 2017. The initial potassium result of 5.39 mmol/l was reported outside of the laboratory as 5.4 mmol/l. The physician questioned this result as the patients previous potassium results were lower (specific values were not provided). The potassium results generated from the abl90 were deemed to be correct as they matched the patient¿s previous results. The customer stated the order was only for potassium and the sodium and chloride results were never released. There were no adverse events. The sodium electrode lot number was y6108 with an expiration date of feb-2018. The potassium electrode lot number was i7812 with an expiration date of jun-2018 the chloride electrode lot number was r5067 with an expiration date of aug-2018 the customer stated that there have been no issues with qc or calibration. The field engineering specialist found an excess of air in the ise lines. He cleaned, primed, and replaced the seals on the ise sipper. He performed ise check testing. The customer performed calibration and qc testing with acceptable results.

Manufacturer narrative:
A field engineering specialist visited the customer on (B)(6) 2017 as the customer was continuing to have ise reference errors. He checked all areas for air and leaks. He found that there were loose connections on the ise preamp printed circuit board. He adjusted and reseated the ise preamb printer circuit board and the electrode cables. The customer calibrated and ran controls. Control results were acceptable and the system was considered operational. Further investigation of the issue found the erroneous chloride results recovered in the opposite direction from the sodium and potassium results. Upon repeat testing, all of the results recovered in the opposite direction from the initial test. Typical causes for this type of behavior include air in the sample channel, leakage current coming from the waste, an old and/or expired reference electrode, or contact issues between the electrodes and ise amplifier. The customer reports that there have been no further issues since the service visit from (B)(6) 2017.